Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator and not prepping the skin with antiseptic solution were ruled out as potential causes of the reported issue. Other potential causes of the reported issue are touching/picking the wound, implanting a non-sterile device, not irrigating before closure, not using antibiotics pre-operatively, using inappropriate tools and multiple tunneling attempts. The questionnaire shows the incision site was not irrigated with antibiotic solution and the patient did not take antibiotics pre-operatively. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is potentially due to the site not being irrigated before closure (user error - clinician).

Event description:
The patient reported swelling, pain, and tenderness at the incision site. The trial lead was explanted on (B)(6) 2022 prior to the scheduled removal. Antibiotics were prescribed postoperatively however the patient did not take them. The patient is doing better and no further issues have been reported.